Event description:
During evaluation of a returned peritoneal dialysis cassette, a baxter technician identified a broken clamp on the supply line, which resulted in a leak. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. During visual inspection, a broken clamp on the supply line was noticed. The product did not meet product specification as there was leak through the set due to the broken clamp on the supply line. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. The product did not pass leak and clamp function testing. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.